Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was not reported. Nine days after the event onset, the patient was hospitalized and was discharged five days later. Patient was treated with antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.